Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient said they need to have a MRI because they have some sciatica going on. Patient said they don't know if the sciatica is device related. Patient said they are really scared that the sciatica is related to the device. Patient said they think the device might have moved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.